Event description:
Post tonsil and adenoidectomy, noted small burn approx 2mm size to inside of right corner of mouth. Bovie grounding pad and site found to be intact. Physician stated belief that due to medical device.